Manufacturer narrative:
Investigation pending.

Event description:
Triage bnp bcis high mas control (lns 15081cxl and 15083cxl) recovery within 3sd, customer has readjusted her means. Customer states recovery using reagent ln 329599 is yielding mas controls between 2sd and 3sd.